Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
The correction was made; litigation papers allege pain, fatigue, and elevated metal ion levels. Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6).

Event description:
Litigation papers allege pain, fatigue, and elevated metal ion levels.

Event description:
Update: (B)(6) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information and dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.